Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for use in a superficial femoral artery endovascular therapy procedure. The procedure was being performed to treat 99% stenosis. The target lesion contained moderate calcification and moderate tortuous severity. The physician inserted the catheter, and upon treatment of the area the balloon ruptured with a single inflation at 6 atm for 30 seconds. The catheter was removed as intended with no visual observation of damage to the balloon. The procedure was able to be completed successfully without sequela.